Event description:
Related manufacturer report number: 2916596-2021-00527, related manufacturer report number: 2916596-2021-00528. It was reported that the patients family changed the controller as it would not stop beeping after connecting to the battery. The patient reported seeing low voltage on the screen after changing to new batteries. A log file analysis showed low battery hazards on (B)(6) 2021 at 7:30 am. The duration of the event was less than 1 minute and appeared to resolve once the patient reconnected to the mobile power unit. A second set of log files were submitted and the analysis showed that a pump connection did not seem to have ever been made. After switching to new batteries the morning of (B)(6) 2021 low voltage appeared on the screen again. Battery clips had already been exchanged, batteries had been rotated, and contacts had been cleaned. A log file analysis of this data did not capture any low voltage alarms and showed the patient on the mpu until 13:06 when the patient switched to battery power. There were a couple of expected power cable disconnects during the switch.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms was confirmed via the log files review. The log files spanned approximately 2 day ((B)(6) 2021 per the timestamp). Atypical power cable disconnect alarms intermittently activated on (B)(6) 2021 from 07:28 to 09:23 and (B)(6) 2021 from 07:43 to 12:04 due to an invalid rsoc fault on the power cables not associated with a power source exchange. The alarm resolved shortly after activation and did not affect the controller¿s ability to operate at the set speed limit. No other notable alarm was observed. The returned hm3 system controller, serial (B)(6), was functionally tested and passed all steps without any issue. The controller was connected to a mock circulatory loop for an extended period of time without any alarm. The controller was also connected test batteries, and the power cables were manipulated without reproducing any alarms. The controller functioned as intended during the analysis. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on (B)(6) 2020. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect. No further information was provided. The manufacturer is closing the file on this event.